Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted preoperatively for a coronary artery bypass graft (CABG) surgery on (B)(6) 2022 at 9:25am. After approximately four hours of therapy, the patient was admitted to the ICU and small amounts of blood were noticed in the helium extension tube. The console did not generate any alarms so therapy was continued. From 11:00am to 5:00pm, a total of 14 augmentation below limit set alarms were registered by the cardiosave hybrid intra-aortic balloon pump (iabp). At 5:07pm, the first gas gain in iab circuit alarm was generated. In addition to the original admixture of blood, one could see pink-colored deposits in the helium tubing close to the patient. Therapy was continued until (B)(6) 2022 at 10:40am despite various augmentation below limit set, gas loss in iab circuit, and auto-fill failure alarm messages. After a phone call to the getinge representative, therapy was ended immediately. Due to resistance, the iab could no longer be removed normally and surgical removal of the iab in the operating room was recommended and carried out.

Manufacturer narrative:
The product was returned cut 39.9cm from the iab tip with the membrane completely unfolded and blood on the interior and exterior of the catheter. The optical fiber was found to be broken with the membrane approximately 10.2cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and 2 leaks were detected on the membrane approximately 14.2cm and 22.4cm from the rear seal both measuring 0.013cm in length. The reported alarms were most likely triggered by the leaks which were found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
N/a